Event description:
Pt receiving IV claforan 1gm in 250 ml/ns via pump. Pt called agency to notify them that tubing had disconnected from bag and was leaking everywhere. Nurse investigated and found that tubing was defective and dislodged from bag spike thereby sounding off pump alarm. Pt missed dose of antibiotic but suffered no adverse effects/reactions.